Event description:
It was reported that over-sensed right ventricular (rv) lead noise was observed which resulted in inappropriate anti-tachycardia pacing (atp) delivery. Additionally, unspecified high impedance measurements were also noted. The physician elected to surgically cap and abandon this rv lead and a new replacement lead was implanted to resolve the event. No additional adverse patient effects were reported.